Event description:
New information received notes that the implantable cardioverter defibrillator was found in backup mode due to firmware upgrade. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup mode. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not yet received.